Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 42.2cm was returned for analysis. External insulation abrasion was noted at 8.4-8.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
It was reported that an asymptomatic patient presented with high, out of range pacing lead impedance and increased capture threshold. Lead fracture was noted. The lead was capped and replaced.